Event description:
It was reported that during an anterior resection procedure, the device only fired half way along jaw. Would not fire the full length. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The patient is stable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.